Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was found in a safety mode operation. Field follow-up was unable to identify the reason for the error as no recent MRI nor surgery had been documented. It was also stated the patient would not be subjected to a replacement at this time per the family request. No adverse patient effects were reported.